Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the cause of the pump not turning on was due to the presence of failure code 570, which indicates damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
A baxter engineer reported a pump that will not turn on. It is unknown where this occurred or if there was any patient injury or medical intervention necessary. No additional contact information is available.